Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas and alleged the patient reported vomiting and a high blood glucose (bg) of 400 mg/dl. During troubleshooting, the patient alleged a loss of prime issue, one time, with the cartridge. During troubleshooting, customer support found no product malfunction and attributed the bg excursion to training misuse. This complaint is being reported as the patient experienced hyperglycemia related to training misuse.